Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by the authorized service provider (asp) where the reported issues of it delivering low fio2 (fraction of inspired oxygen) readings, lower than set peep (positive end expiratory pressure), and displaying a patient circuit disconnect alarm was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was delivering lower than set peep (positive end expiratory pressure) and low fio2 (fraction of inspired oxygen) readings. It was also reported that the device had displayed a patient circuit disconnect alarm. There were no reports of patient use associated with the reported issues.